Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower than expected vitros gentamicin (gent) result was obtained from vitros therapeutic drug monitoring performance verifier (tdm pv) iii, lot u9721 tested on a vitros 5600 integrated system. Tdm pv iii u9721 result of 4.79 ug/ml vs. The expected result of 7.75 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros gent result was obtained from a non-patient quality control sample, there was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 600425.

Manufacturer narrative:
The investigation determined that a lower than expected vitros gentamicin (gent) result was obtained from vitros therapeutic drug monitoring performance verifier (tdm pv) iii, lot u9721 tested on a vitros 5600 integrated system. The assignable cause of the event is an instrument performance issue with the vitros 5600 integrated system. Prior to the event, tm5-4db (uia metering aspirate cuvetip ¿ bubble) condition codes started to be generated on the vitros 5600 integrated system. The customer replaced the uia metering probe, however, this did not resolve the codes. An ortho field engineer (fe) was sent on site and inspected the uia metering subsystem and found the rack and pinion were not meshing well and had restricted movement in some spots. The fe cleaned the pinions and replaced the bearings and the pump rack and then performed all necessary adjustments. Acceptable vitros gent performance was obtained after the service actions were performed. A vitros gent reagent lot 1512-16-9762 performance issue did not likely contribute to the event as historic quality control results generated prior to the event were within acceptable ranges. In addition, continual tracking and trending did not indicate a systemic performance issue with vitros gent reagent lot 1512-16-9762.